Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.421¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the blade broke on the harmonic ace (ha) instrument. There were scratches and cracks on the blade. The customer used a backup ha instrument to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The ha instrument blade was broken outside the patient¿s body and did not fall into the patient¿s anatomy. The ha instrument was inspected prior to use with no issue. The ha instrument did not collide with any other instruments or other hard material during the procedure. The blade was broken immediately after use. There was no patient injury.